Event description:
During cardiac studies, the pt table abruptly moved in both the x & z motions, then went all the way down and rested on the gantry ring. No errors are displayed and the problem is intermittent and difficult to reproduce.